Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. It does appear the situation could be pointing towards electrode - tissue interface changes situation. The rv lead remains in service, no adverse patient effects were reported.